Event description:
Additional information no patient involvement.

Manufacturer narrative:
H 6 updated no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Device evaluation: during visual inspection it was noticed that the device was in poor condition due to fluid ingression. During device evaluation, filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and water leaking. Removed back panel for further investigations. Visual inspection and found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. There was a crack in the return tube. This return tube issue is being addressed. Replaced return tube, float switch, main printed circuit board (pcb), and compressor. Installed tempcheck test fixture e5993. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical warming/level 1 trauma fast flow systems - h-1200 will not heat and pressure leaks. No patient adverse events reported.